Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermitten t capture and sensing anomalies and an inner coil fracture.